Event description:
The report indicates that four months following initial fusion surgery with supplemental posterior fixation - t11 and t12 ((B)(6) 2013), it was discovered that the t11 pedicle bone screw had fractured. It was reported that the patient's bone quality was poor, and upper adjacent levels have ongoing bone deterioration. Patient's activity level is unknown.

Manufacturer narrative:
(B)(4). Revision surgery was performed and construct was extended from t9-l2 to create additional stability due to the ongoing bone deterioration. Fractured screw was not returned as of (B)(4) 2013. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Evaluation of the radiographs and information from the surgeon suggests that patient's osteoporosis contributed to the shift in the construct and adverse loads that may have resulted in the screw failure.